Event description:
The user facility reported to terumo cardiovascular systems that during cardiopulmonary bypass, the pt's po2 was outside of normal parameters. The user facility sped up bypass, and a normal po2 level was reached. The user facility also noted that the gas outlet on the oxygenator started to get wet midway through the procedure. The product was not changed out. Although the procedure was sped up, the surgery was completed successfully. There was no pt injury.

Manufacturer narrative:
Terumo received the actual device, and upon eval the complaint was not confirmed. The device was performance tested, and it was found to perform to specifications. The fluid in the gas outlet was most likely resultant of condensation produced during six hours of circulation. The pt's low po2 level was most likely caused by the pt's predisposition. A review of the complaint files did not confirm that there have been previous reports for this lot. The device history record did not indicate any product related problems. All available info has been placed on file quality management for appropriate tracking, trending and follow up.